Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tip of the monopolar curved scissors instrument tip was burned and deformed on it's first use. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to follow-up to request additional information related to the event. However, as of the date of this report, no further details were obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors for evaluation; however, investigation is ongoing. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained or if failure analysis is completed a review of the instrument log for the monopolar curved scissors instrument (420179-23 / k10220104-435) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system rsh0824 for approximately 31 minutes. The alleged event occurred on the 1st use of the instrument. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the melted instrument blades tip to be related to the customer reported complaint. Visual inspection of the instrument blades found one of the tips to exhibit localized melting, which is indicative of arcing. An electrical continuity test was performed and the instrument passed. The root cause of the melted blade tip is attributed to mishandling / misuse.